Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a lead revision procedure to upgrade the pacing lead to a defibrillation right ventricular (rv) lead, the patient did not exhibit a pulse and an electrocardiogram (ECG) was performed, which identified a capture waveform and pleomorphic ventricular tachycardia (vt) occurred afterwards. Cardiopulmonary resuscitation (CPR) was performed and the vt improved, and the implantable cardioverter defibrillator (ICD) was programmed to operate in vvi at 70 ppm. In addition, a hemothorax was observed and the patient was taken to the intensive care unit (ICU) for monitoring. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.